Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the impedance trend on the rv (right ventricular) pacing lead was variable. During the week of (B)(6) 2016, rv pacing impedance rising to 1008 ohms from a trend of 500-600 ohms. Impedances varying from 584-1952 ohms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance on the right ventricular (rv) lead. It was questioned whether there was a lead or implantable cardioverter defibrillator (ICD) head problem. The lead was capped and replaced. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.